Event description:
This incident was reported by the end user and limited information has been made available. The patient states they have used four (4) lenses from each six (6)-pack and have experienced eye infections. The patient states that he has not sought medical attention for the issue as of the date of the report. Information provided by the prescribing physician indicates that the patient has not contacted them or been seen for medical treatment at their office related to the alleged infections. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear based on available information if the patient experienced the alleged infection(s) in the right (od) eye, left (os) eye, or both (ou) eyes, and is using a different device in each eye, please refer to linked adverse event report for additional device. Manufacturer report number: cc 534618 9614392-2023-00026.

Manufacturer narrative:
(H3):no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it is unclear based on available information if the patient experienced the alleged infection(s) in the right (od) eye, left (os) eye, or both (ou) eyes, and is using a different device in each eye, please refer to linked adverse event report for additional device. Manufacturer report number cc534618 9614392-2023-00026.